Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced angina. The lesion being treated in the index procedure was located in the right posterior descending artery (rpda) with the deployment of one 2.25x12mm taxus liberte stent. Residual stenosis was 0% with timi iii flow. In (B)(6) 2011, the patient arrived to the hospital with the chief complaint of centrally located chest pain which occurred while doing some mild work. The patient took one sublingual nitroglycerin and felt some but not complete relief, therefore, 10 minutes later, he took a second nitroglycerin. The patient did not feel improvement and started to feel weak, dizzy, faint, and started sweating profusely. The patient was admitted for observation. The same day, lab results revealed ckmb 5.8 (0.3-5.0 ng/ml) and troponin 0.01 (0.00-0.20 ng/ml). An EKG reported sinus bradycardia, left axis deviation, no evidence of pvcs, pacs or other ectopy, and when compared with ECG from (B)(6) 2010 no significant change was found. A chest x-ray reported no acute abnormalities. A cardiac stress test reported normal left ventricular perfusion scan with no evidence of ischemia or infarct, preserved left ventricular ejection fraction, stress electrocardiogram was negative for lexiscan induced ischemia, no cardiac arrhythmias, and appropriate hemodynamic response to lexiscan. Lab results revealed ckmb 3.4 (0.3-5.0 ng/ml) and troponin 0.01 (0.00-0.20 ng/ml). The patient underwent a repeat revascularization to the rpda. It was noted the patient was discharged in stable condition.